Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported suction loss while laser firing. They reported that procedure was completed successfully using a new liquid optics interface (loi) and she confirmed that there was no patient injury.

Manufacturer narrative:
Correction it was incorrectly reported in initial MDR that unit was manufactured at (B)(4) manufacturing site and therefore the address, the city and zip code are inaccurate. Updated info for correct manufacturing site address is (B)(4) in the city of (B)(4). In the initial MDR the device manufacture date provided was 01/17/2014. However the manufacturing site has now provided the date of manufacture as may 2013. Device evaluation a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.